Event description:
A pt reported experiencing inaccurate low results with a one touch basic enhanced meter. The pt's blood glucose results were 68mg/dl, 130mg/dl, 118mg/dl. Tests were done within <10 minutes with a difference of 35%. Pt did not experience any adverse events. Customer cleaning meter and applying blood technique are incorrect. No further info has been reported.